Event description:
When attaching the lead cap, the connector rotated in the soft plastic and damaged the lead. As a result, the newly implanted lead had to be removed and a new lead had to be implanted. It was noted that a new flexible lead cap was used; previous caps were non-flexible. There was reported to be no pt injury and no consequences for the pt other than being on the or table for about 1 more hour than normal.